Event description:
It was reported that for more than three years prior to report the patient¿s implantable neurostimulator (ins) would get ¿incredibly hot¿ when it was charged. The heat would reportedly last for an hour. The patient noted she was unable to get to a full charge while charging. The patient was redirected to her healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v207129, implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-56, lot # v204275, implanted: (B)(6) 2010, product type lead; product ID 3986a60, lot # n255259, implanted: (B)(6) 2010, product type lead; product ID 3986a60, lot # n084750, implanted: (B)(6) 2010, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4).